Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Prior to troubleshooting with tandem technical support, the infusion set was changed to address the issue. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Reportedly, the customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Correction boluses via the pump were delivered to address bg. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.